Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the composix kugel (device 3). Additional supplemental emdrs were submitted to represent the composix e/x (device 1) and composix kugel (device 2). Note, the manufacturing date (15-aug-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2008 - patient was diagnosed with suprapubic incisional hernia thereby underwent laparoscopic repair with implant of composix e/x (device 1). Per op notes, ¿the hernia defect was identified adjacent to right pubic bone. The bladder flap was raised and dissected from the upper edge of pubic bone. A composix e/x mesh (device 1) was placed and tacked.¿ (B)(6) 2010 - patient was diagnosed with recurrent right inguinal hernia and recurrent incisional hernia thereby underwent laparoscopic repair with implant of composix kugel (device 2 and 3). Per op notes, ¿a massive number of adhesions were taken down from the previous mesh (device 1). The incisional hernia defect was noted with incarcerated omentum was reduced. A composix kugel (device 2) was placed and tacked. The right inguinal hernia defect was identified and reduced. A composix kugel (device 3) was placed and tacked to inguinal region.¿ (B)(6) 2013 - patient was diagnosed with lower abdominal pain thereby underwent laparoscopic repair with mesh revision. Per op notes, ¿cholecystectomy was performed. Three pieces of old meshes (device 1,2 and 3) on the underside of the abdominal wall and in between 2 pieces of mesh the omentum was trapped and was completely taken down under side of the patch. The patch was re-sutured back to its old attachment site. There was no evidence of recurrence.¿ (B)(6) 2014 - patient was diagnosed with multiple recurrent incisional hernias thereby underwent laparoscopic repair with excision of composix e/x (device 1) and composix kugel (device 2 and 3). Per op notes, ¿adhesions of omentum to anterior abdominal wall and to 3 meshes (device 1,2 and 3) were lysed. All meshes were overlapping with each other. Adhesions of rlq were lysed. All three prior meshes (device 1,2 and 3) were excised entirely. The hernia was repaired with sutures.¿